Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited intermittent far-field and crosstalk oversensing. Upon review of the presenting electrogram (egm), there was atrial pacing with ventricular sensing oversensed on the right atrial (ra) lead. Technical services (ts) discussed options for adjusting blanking and/or optimizing ra output. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section e initial reporter and section g2 report source.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited intermittent far-field and crosstalk oversensing. Upon review of the presenting electrogram (egm), there was atrial pacing with ventricular sensing oversensed on the right atrial (ra) lead. Technical services (ts) discussed options for adjusting blanking and/or optimizing ra output. This device remains in service. No adverse patient effects were reported.